Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/05/2005, the lay pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high compared to the lab. She obtained a result of 216 mg/dl on the reported meter compared to a lab result of 156 mg/dl taken within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential mulfunction of the meter in terms of accuracy. The pt had no symptoms of high or low blood glucose level at the time of concern and received no medical treatment. The meter, test strips, and control solution were replaced.